Event description:
The customer reported a high voltage warning. This message may indicate an x-ray generator failure. This situation will result in a shut down without command. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
The customer canceled the service call.